Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .150 x .050 piece missing approximately .730 above the snake wrist. The tube surface is rough in the damaged area. No other damage was found. On (B)(6), the isi clinical sales representative (csr) indicated that he confirmed with the surgeon who performed the surgical procedure that no fragments from the thoracic grasper instrument fell into the patient and there was no patient harm, adverse outcome or injury. Per the csr, it is unknown what caused the damage to the instrument, however, he indicated that damage was likely introduced to the instrument as a result of the instrument shaft rubbing against the trocar, the instrument may have collided with another instrument during the surgical procedure or poor positioning of the port placements. The csr indicated that the site is taking precautions to prevent such damage to the endowrist instruments during da vinci surgical procedures and as of (B)(6) 2012, the site has successfully completed da vinci si lobectomy procedures without causing damage to the shaft of their endowrist instruments. The instruments and accessories user manual specifically states: general precautions and warnings or handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Or do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that post a da vinci si pulmonary lobectomy procedure, the site's sterile processing department noted that the thoracic grasper instrument appeared to be chewed up on the last inch of the black shaft. Reportedly, during the surgical procedure, damage to the shaft was not apparent to the surgical staff and there were no fragments from the instrument observed falling into the patient and there was no report that the thoracic grasper instrument failed during the surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.